Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, pcb00 monofocal iol (intraocular lens) was stuck in cartridge while inserting into patient's eye. As a result, another lens was used instead. There was a patient contact as the lens was partially delivered into the eye. However, there was no secondary intervention required such as vitrectomy, suture or incision enlargement. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, device retuned to manufacturer on: 02/14/2019, device returned to manufacturer: yes. Device evaluation: the preloaded device was received 2/14/2019, at the manufacturing site for investigation. The pcb00 product was returned in its original package. The lens was decontaminated. Visual inspection using magnification was performed to the returned lens sample. The plunger and pushrod were observed in advanced position. Residue of lubricant material was observed on cartridge. The cartridge tip was observed broken. Part of the lens was observed stuck at the cartridge tip section. The other part of the lens was observed exposed at the cartridge tip. The condition in which the lens sample was returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing record review: a review of the manufacturing records was performed. The review revealed that the product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper handling and use of the product. Historical analysis: a search revealed that no other investigation request has been received for this production order. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Was submitted.